Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and the customer was advised to continue using it while monitoring for any recurrence of the malfunction.